Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported allegation.

Event description:
It was reported that the farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that air was present in the catheters flushing line and could not be removed despite multiple attempts. The flushing port connected to the pressure bag was detached, and a syringe was used to flush it, but the air still could not be removed, leading to catheter replacement. The procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that air was present in the catheters flushing line and could not be removed despite multiple attempts. The flushing port connected to the pressure bag was detached, and a syringe was used to flush it, but the air still could not be removed, leading to catheter replacement. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.